Manufacturer narrative:
The reported field event of lead noise due to a lead connection issue was not confirmed. Evaluation of the device header connection and components revealed no abnormalities. The device was tested on the bench and a longevity assessment was performed. There were no device anomalies found that would have contributed to the noise issues reported from field.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in-clinic during a generator exchange due to normal elective indicator replacement, noise was observed on the atrial and ventricular leads. A new generator was successfully implanted and both leads no longer exhibited noise. The physician believes the noise was due to a lead connection issue on the device header of the old generator. The patient was stable before and after the procedure.